Manufacturer narrative:
Initial report sent to FDA on 09/29/2009.

Event description:
Procedure: thoracoscopy. According to the reporter: staples did not form properly. Blood loss was reported as less than 250cc. Additional tissue was resected. Surgery time was extended approximately 30 minutes.